Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and the absorbable adhesive barrier was used. Prior to the procedure, the device was found unsealed for the sterile packaging, and no sealing glue. Another like device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/11/2019. The following additional information was received: during the surgery, 1 unit was found unsealed. Two unsealed units were found after surgery when checked their stock, which are from the same lot. Malfunctions reported via manufacturer report # 2210968-2018-77919, 2210968-2018-77922, 2210968-2018-77923.

Manufacturer narrative:
Date sent to the FDA: 03/04/2019. Additional summary: one (1) opened sample of product was returned for analysis. Sample was numbered to evaluate the variety of failure modes as different pouch conditions were found. Sample # 1 was found opened on the chevron side but was unsealed on the non-chevron side of the sterile packaging. It can be concluded that this was the incident unit as it has an open seal and it was also opened in the chevron side.